Event description:
Patient suffered a subcapital fracture of her right hip. Bipolar hip placed on (B)(6) 2020. The bipolar hip assembly failed and was removed on (B)(6) 2020. It was replaced with another device. The second device failed and was replaced on (B)(6) 2020.